Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up arrow button of insulin pump was not working, had to use down button only. The customer stated that screen of insulin pump was foggy and unclear but had not caused any issues. No harm requiring medical intervention was reported. Troubleshooting was declined. The insulin pump will not be returned for analysis.